Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation occurred in the left circumflex artery, caused by an unspecified device. The graftmaster 2.8 x 16 mm covered stent was advanced but could not get around the corner of the left main and was not implanted. The patient died from the perforation. Reportedly, the use of the graftmater rx did not cause or contribute to complications or adverse events. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: balloon angioplasty was performed to help seal the perforation. There was no additional information provided, regarding the reported event.